Event description:
Caller reported an error related to the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and the customer successfully started their sensor session afterward.